Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data history of alinity s htlv I/ii, list number, lot 22021be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Alinity s htlv I/ii assay is a highly sensitive screening assay, which uses recombinant antigens and peptides covering distinct immunodominant regions of the htlv-I/ii genomes. In contrast, the avioq htlv-I/ii assay uses purified htlv-I viral lysate, htlv-ii viral lysate and a recombinant htlv-I p21e antigen for the coating of solid phase (microwells). It has been demonstrated that assays using recombinant antigens and synthetic peptides typically have a better specificity than those using viral lysates while maintaining the same good sensitivity. In addition, with low prevalence rates of confirmed htlv infections among first time blood donors, it is not unusual to have a low positive predictive value (ppv) for htlv even with the use of a highly sensitive and specific screening assay. Customer supplied data shows confirmed prevalence rates are similar between alinity s htlv I/ii and avioq htlv-1/ii assays. The customer data review for alinity s htlv I/ii reagent, ln 6p07-60, lots 22021be00 was performed. The analysis included initial reactive rates (irr), repeat reactive rates (rrr) and specificity (assuming zero prevalence) at ibr, us whole blood (wb) peer sites and across all us customer sites. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s htlv I/ii reagent lot 22021be00.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s htlv I/ii results on 107 donor specimens; 92 confirmed (B)(6) and 15 confirmed (B)(6) , out of 108 specimens which confirmed (B)(6) by immuno-blot testing. The results provided were: (B)(6) . The alinity s processing module not in test of record before (B)(6) 2021. Those data provided (B)(6) 2020 for validation on alinity s processing module. There was no reported impact to patient management.